Event description:
Pt underwent the esw lithotripsy treatment for an upper pole kidney stone, and received 2000 shockwaves at level 7 (18kv). The procedure went well and stone was fragmented. Pt died later that evening while still in the hosp from abdominal bleeding.